Manufacturer narrative:
Device received with no audio tone during test due to broken trace at pin 1 or pin6 on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the audio isn't working. It vibrates but there is no beeping. The customer's blood glucose was 175 mg/dl at the time of incident. Customer reports they did not hear beeps when audio volume settings were saved. The device was expected to be returned for analysis.